Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to have fractured approximately 8 months post-operatively. There are no known impacts to the patient and a revision surgery is not scheduled at this time. The patient will continue to be monitored over the next 3 months.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the IFU found that post-op implant fracture is listed as a possible failure of the construct depending on the condition of the patient and events of the initial surgery.

Event description:
It was reported that a screw was found to have fractured approximately 8 months post-operatively. There are no known impacts to the patient and a revision surgery is not scheduled at this time. The patient will continue to be monitored over the next 3 months.